Event description:
Donor developed red colored urine immediately after the plasmapheresis procedure was discontinued due to activation of a hemoglobin detect alarm associated with plasma color change. A approx 685 ml of plasma collected, a "check for plasmaline hb" alarm occurred. Per standard operating procedure, the phlebotomist stopped the procedure and found a kink in the concentrated cell line just above the reservoir. The procedure was discontinued and donor was disconnected without return of the reservoir contents (63 ml rbc loss). Since the center staff suspected that hemolyzed blood might have been returned to the donor, oral fluids (about 6-8 oz. Of water) were provided to the donor and a urine sample was obtained to evaluate its color and protein concentration. The color of the urine was dark amber and protein concentration was read as 1+. The center medical director advised that donor be referred to the local emergency room (ER) for medical evaluation and treatment. Donor was transferred to the ER without any other signs or symptoms.